Event description:
It was reported that a m.blue (#fx802t) was not adjustable before use. The product returned in opened sterile packaging. No patient injury was reported as a result of the malfunction. The shunt was returned for examination to the manufacturer.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no damage or other abnormalities of the valve was determined. Adjustment test: the valve was tested and adjustable in all pressure settings. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerance. Results : based on thr investigation results, no functional deviations or other abnormalities were determined. The m.blue operates within all specification. At the time of the investigation, we are unable to explain how the above-mentioned adjustment issues arose. Upon receiving the sample, we noticed that the expiration date for shelf life had already passed. No further regulatory actions are required from our point of view.